Event description:
It was reported that the device is pacing at times below lower rate, and that there were some ventricular high rate episodes that appeared too fast to be physiologic. The device was removed and replaced with an implantable cardioverter defibrillator. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.